Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 repeatedly failed to open after recovery. Customer stated that drawer may have worked once, but it failed again immediately afterward. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed after recover. A field service engineer (fse) found that the latch solenoid was swollen and had failed, which allowed the plunger to move freely. The solenoid was replaced, and the plunger was cleaned and reused to resolve the issue. The system functioned as intended after the field service engineer repaired the device.